Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the fuses on the mobile viewing station. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that they turned the imaging system on and when they unplugged it from the wall, to move it, the system began beeping and displayed a line power notification. They turned the system off and then plugged it back in. The green led was not illuminating even when it was plugged in. A separate imaging system was used to complete the case. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.